Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1 of 4. Per the initial report, the home patient (hp) had air in the tubing. The hp stated that there was air in the patient line again. The rn stated that hp was doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The air in the tubing was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.